Event description:
Procedure: inguenal hernia repair.according to the reporter: needle became disconnected from the endostitch device as it was being passed through the peritoneum and fascia. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/06/2015.

Manufacturer narrative:
(B)(4)